Manufacturer narrative:
See manufacturer report # 2029214-2020-01175 for the report of the apollo catheter involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal part of an apollo catheter ruptured during onyx injection. It was reported that the doctor inserted an apollo catheter with a preloaded syncro10 (stryker) wire into a benchmark 71 (penumbra) guide catheter and navigated to the target vessel in the cerebral vasculature that the intended to occlude with onyx 18 (vessel size ~1.5mm). The doctor magnified their view to see the tip of the apollo catheter and the target vessel and injected contrast through the benchmark 71. The wire was removed, and the apollo catheter was flushed with saline. The catheter was primed with .23ml of dmso as per instructions for use (IFU). They started to push onyx 18 into the target vessel at a very slow rate of .1ml per minute. After.7ml of onyx 18 being dispersed they asked for a new syringe of the onyx 18 and noticed that as they started injecting the new syringe there was little to no onyx dispersing from the tip of the catheter. It was found that there was onyx 18 dispersed in the external artery distal to the tip of the benchmark 71. There was also a large portion of the distal end of benchmark that was filled with onyx. The apollo catheter was removed from the benchmark 71. Aspiration was hooked up to the benchmark in order to control and loose onyx still inside the benchmark. The doctor examined the apollo catheter on the scrub table and saw that there was a pin hole perf oration in the distal end about 10cm proximal from the tip. The catheter had been dispersing onyx 18 out of this hole into the benchmark. The catheter was not flushed as indicated in the IFU. The catheter was flushed with a 10cc syringe. There was no friction/difficulty during delivery, and aside from the rupture, no other damage to the catheter was noted. The injection rate was 1 ml per minute as per the IFU. The patient was undergoing treatment for embolization of arterial venous malfunction. The patient¿s vessel tortuosity was minimal. The access vessel was the external carotid artery and was 6 mm in diameter. Ancillary devices include a benchmark 071 guide catheter, synchro10 200cm guidewire, and terumo 7f 10cm pinnacle sheath. Additional information received reported that there was no resistance upon injecting the liquid embolic agent into the catheter, and the physician had paused during the injections. The liquid embolic was embedded in an unintended location at the proximal external artery and superficial temporal artery. The physician was able to navigate back through the eca with another synchro 10 wire and a new apollo catheter, and was successfully able to navigate to another target vessel and inject onyx. As of (B)(6) 2020, the patient had not experienced any adverse event/injury or known neurological damage, and no medical intervention was required. The patient was discharged and returned home. The device was prepped with a 10cc syringe and was never removed from the housing case during the flush.